Event description:
It was reported that the patient presented to the hospital after hearing an alarm tone. Upon interrogation, it was discovered that the right ventricular [rv] lead had increased impedance and many short v-v intervals. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The proximal conductor was fractured. The outer insulation had an abrasion (breached) and cosmetic depression. The outer tubing overlay had blood/body fluid (not obstructed), cosmetic environmental stress cracking, and was melted. Visual analysis revealed that the lead appeared to have been implanted with a bend in it at the fracture site. Performance data was collected from the device and analyzed. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012. The weekly pace impedance trend data shows an increase for rv pace = 760 to 1026 ohms peak between (B)(6)-2012. There were two patient alerts for lead failure predictor on (B)(6)-2012. There were thirteen ventricular nst <= 215 ms on (B)(6)-2012. There were five lfp high rate ns <= 197 ms average v-cycle on (B)(6)-2012. The ventricular short interval count v-sic = 474 counts avg/day, in 1.08 days, between (B)(6)-2012.